Event description:
Infusor is reported to have overinfused by completing the infusion 13 hours earlier than anticipated. The infusion was for morphine (20 mg/ml). There are no reported patient issues as a result of this reported event.